Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had an intermittent button response, due to moisture damage on keypad trace. Insulin pump had minor scratches on lcd window, cracked case near display window corners, cracked reservoir tube lip and missing end cap sticker. Numbers do not ramp up on their own or scroll bar moving with no input.

Event description:
It was reported that the customer's insulin pump had a keypad anomaly. The numbers on the display screen kept scrolling. The customer's blood glucose level was 211 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.